Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor and sys board were replaced to address the issue. A "svc required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.